Event description:
Consumer stated he/she tried the product for the first time. Consumer stated the retailer needed to "work on the breakage issue as these do not hold up". No contact information provided, unable to retrieve the product. Based on the consumer's comments, it appears the brush broke.